Event description:
It was reported by the patient that the power light on the previously working remote monitor constantly flashed on and off. Troubleshooting steps were taken to no avail. A new power cord was to be sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found an unknown green and white color stain observed on the top side of the printed circuit board assembly.

Event description:
It was reported by the patient that the power light on the previously working remote monitor constantly flashed on and off. Troubleshooting steps, including a new power cord, were taken, with no success. The monitor was replaced. No patient complications were reported as a result of this event.